Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that they received a no delivery alarm. The customer also reported that they were having diminished battery life. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer was advised to clean the battery cap with cotton swab with alcohol. The customer was unable to complete troubleshooting for the blank display due to unavailability of a new battery. The customer stated that the battery lasted for a week. The customer stated that the no delivery alarm was resolved by a complete set change. The insulin pump will not be returned for analysis.